Manufacturer narrative:
Evaluation narrative - two 4.5mm cannulated endoscopic dill bits and two 2.4mm passing pins were returned for evaluation. Visual assessment of the drills confirmed the reported complaint of breakage. The drill heads have split on each drill. The drill head is also bent. Dimensional inspection of the drill head cannot be performed due to their returned condition. Dimensional inspection of the drill shaft found they met print specification. Two passing pins were returned. Visual assessment of the passing pins showed they are both bent to varying degrees. Each is scored at several places along their length. Dimensional assessment of the passing pins found they meet print specifications. The condition of the drills is the direct result of attempting to drill over a bent passing pin, doing so places excessive force on the drill tip. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during an acl procedure the drill bit separated on the joins and splayed at the working tip ends. An x-ray was utilized to confirm nothing was left in the patient. A backup device was available to complete the procedure. No patient injury or complications were noted.